Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2, premenstrual tension and dysmenorrhea. Previously administered products included: furosemide, acetylsalicylic acid and mesalazine. On (B)(6) 2003, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), allergy to metals ("allergic reaction / she is allergic to nickel/she does not tolerate jewelry"), genital haemorrhage ("escessive bleeding"), metal poisoning ("metallosis"), headache ("chronic headache"), anxiety ("anxiety"), tachycardia ("tachycardia"), arthralgia ("generalized joint pain"), colitis ulcerative ("ulcerative colitis"), arthritis ("arthritis"), abdominal pain ("abdominal pain"), nausea ("nausea"), back pain ("low back pain"), dysphagia ("dysphagia"), dyspepsia ("dyspepsia,"), vomiting ("vomiting"), digestion impaired ("poor digestion"), gastric dilatation ("gastric distension"), proctitis ulcerative ("ulcerative proctitis"), dysmenorrhoea ("dysmenorrhea"), appendicitis ("appendicitis.") And migraine ("migraine"). The patient was treated with paracetamol as well as surgery (salpingectomy and myomectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, appendicitis, arthralgia, arthritis, back pain, colitis ulcerative, dysmenorrhoea, dyspepsia, digestion impaired, dysphagia, gastric dilatation, genital haemorrhage, headache, metal poisoning, migraine, nausea, pelvic pain, proctitis ulcerative, swelling, tachycardia and vomiting to be related to essure administration. The reporter commented: control in radio diagnosis consultation 3 months after placement ((B)(6) 2003). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2, premenstrual tension and dysmenorrhea. Previously administered products included: furosemide, acetylsalicylic acid and mesalazine. On (B)(6) 2003, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), allergy to metals ("allergic reaction / she is allergic to nickel/she does not tolerate jewelry"), genital haemorrhage ("escessive bleeding"), metal poisoning ("metallosis"), headache ("chronic headache"), anxiety ("anxiety"), tachycardia ("tachycardia"), arthralgia ("generalized joint pain"), colitis ulcerative ("ulcerative colitis"), arthritis ("arthritis"), abdominal pain ("abdominal pain"), nausea ("nausea"), back pain ("low back pain"), dysphagia ("dysphagia"), dyspepsia ("dyspepsia,"), vomiting ("vomiting"), digestion impaired ("poor digestion"), gastric dilatation ("gastric distension"), proctitis ulcerative ("ulcerative proctitis"), dysmenorrhoea ("dysmenorrhea"), appendicitis ("appendicitis.") And migraine ("migraine"). The patient was treated with paracetamol as well as surgery (salpingectomy and myomectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, appendicitis, arthralgia, arthritis, back pain, colitis ulcerative, dysmenorrhoea, dyspepsia, digestion impaired, dysphagia, gastric dilatation, genital haemorrhage, headache, metal poisoning, migraine, nausea, pelvic pain, proctitis ulcerative, swelling, tachycardia and vomiting to be related to essure administration. The reporter commented: control in radio diagnosis consultation 3 months after placement on (B)(6) 2003). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.